Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient claimed that they were attempting to charge and were getting good coupling, but the battery wouldn¿t hold a charge and the patient could turn stimulation on. The rep stated that they were with the patient at the time of the call and charging the battery. They stated that they were getting 8 coupling bars. They stated that when they attempted to interrogate the device using the clinician programmer, the message on the screen said that the batteries were depleted and should be replaced. Technical services reviewed information about the replacement batteries message and stated that it displayed in error as it should only be displayed for external neurostimulators. The rep thought the message indicated that the battery was overdischarged and had reached eos, but technical services reviewed that the battery just needed to be charged. Information was reviewed regarding charging. The rep stated that they would continue charging with the patient and then they would interrogate the device with the clinician programmer and attempt to turn stimulation on and check programming. No symptoms were reported. It was reported that the issue of the patient¿s ins not holding a charge occurred since (B)(6) 2017 and the ¿replace batteries message¿ occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-mar-29. The rep stated that the patient charged over 25% at the clinic. They turned the stimulation on and increased the intensity to comfort. The patient was extremely satisfied. The rep indicated that due to the patient having a (B)(6) grandchild and frequently moving around while charging, they loose coupling while charging. This was the cause of the implantable neurostimulator (ins) not holding a charge, the stimulation not turning on, and the unexpected error message. The patient was happy after meeting with the rep. The ins was holding a charge and the issue was resolved. No further complications were reported/are anticipated.